Manufacturer narrative:
The test p-cap does not lock properly in place in the reservoir compartment noted. The pump passed the self test and rewind test. The pump was received with minor scratches on lcd window, scratched case, cracked case (corner of belt clip rails), missing display window cover, cracked battery tube threads, broken belt clip rails, partially broken retainer, broken reservoir tube lip, cracked keypad overlay and missing reservoir tube o-ring. Unable to perform the displacement test due to the partially broken retainer, missing o-ring and broken reservoir tube lip. Successfully downloaded history files and traces using thump software. The pump uploaded to care link pro without any errors. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. ¿ in summary, the pump was received with a cracked battery tube thread, broken reservoir tube lip, partially broken retainer and missing reservoir tube o-ring. Unable to verify audio/vibrate anomaly/absence of alarm due to cosmetic damage. Unable to test for motor anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the motor was making noise and smells insulin during the rewind. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was partially performed. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. No product return was required for mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.